Event description:
A caller called adc to report that the customer received higher readings on the adc freestyle libre sensor when compared to a competitor¿s brand meter. Customer received an unspecified high reading and self-treated with ¿more metformin¿ which dropped his blood glucose and customer experienced symptoms of dizziness and a loss of consciousness. The caregiver treated the customer with orange juice and then called the ambulance. On (B)(6) 2019, the ambulance transported customer to the hospital where a sensor reading of 74 mg/dl was received compared to a reading of 42 mg/dl on the hospital¿s meter. Customer was diagnosed with hypoglycemia and hospitalized for 2 days and treated with unspecified medications. No further treatment information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: (device mfg date) has been updated based on the DHR attachment. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller called adc to report that the customer received higher readings on the adc freestyle libre sensor when compared to a competitor¿s brand meter. Customer received an unspecified high reading and self-treated with ¿more metformin¿ which dropped his blood glucose and customer experienced symptoms of dizziness and a loss of consciousness. The caregiver treated the customer with orange juice and then called the ambulance. On (B)(6) 2019, the ambulance transported customer to the hospital where a sensor reading of 74 mg/dl was received compared to a reading of 42 mg/dl on the hospital¿s meter. Customer was diagnosed with hypoglycemia and hospitalized for 2 days and treated with unspecified medications. No further treatment information was reported. There was no report of death or permanent impairment associated with this event.